Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative and early postoperative complications can include: hematoma."

Event description:
Patient experienced a hematoma in the left shoulder ten days post-implantation. The hematoma was reported to be resolved after one month.